Event description:
It was reported that on (B)(6) 2025 that the head of perfusionist reported that all 3 pedivas blood pumps available in the hospital had an issue in being locked in the motor housing. When the pumps were completely rotated in the motor housing as per the instructions for use (IFU) the screw in was not matching the groove. When the screw was aligned with the groove, the pump was not fully rotated and it was moving within the motor housing. The pumps were pulled out and repositioned in the motor housing and the same issue occurred. There was no alternative to treat the patient so the pedivas blood pumps were used fully rotated in the motor housing. On 10apr2025 it was reported that the pump was working as expected. There was no patient impact. The patient was still under support and no further information on the patient status was provided. Images were provided. No products would return for evaluation. It was thought that since the pumps were not correctly inserted into the housing that this may bring on hemolysis issue, malfunction, overheating, dislodgement with consequent extracorporeal membrane oxygenation (ECMO) block. The patient supported by the pedivas pump was experiencing hemolysis on (B)(6) 2025. As all 3 of the pedivas pumps were tested with all available motor drives and showed the same issue, a new snap-in motor would be provided. It was noted that the customer reported that the patient was experiencing hemolysis due to inability to lock the pedivas pump in the motor as per the instructions for use (IFU). No further information was provided. Three snap-in motors were provided to ensure fixation of the pedivas pump as per the IFU. All 3 available centrimag motors were tried while trying to setup to support the patient but the centrimag pump didn't fit in any of them. All the pumps and motors would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
An additional pump, lot number 10118102, was returned. It was reported the event took place the same date as the other pumps, 9apr2025. This pump was not used on a patient. The pump was attempted to be repositioned in the motor several times, but it was not possible to lock as per the IFU. It was tested on the same 3 motors available as before. The motors were still retained by the hospital but would be returned. Pump (lot 8806042) was discharged and would no longer be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag pump being difficult to fit into the centrimag motor, and an issue with the motor, was unable to be determined. The returned centrimag motor (serial number (B)(6) was functionally tested at the european distribution center and at the product performance engineering department, and the motor was found to perform as intended. Multiple centrimag blood pumps and pedivas pumps were able to fit and lock into the motor as intended during testing, and the pumps did not rotate within the motor throughout all testing. Available information for this event indicates that the motors and pumps were exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.